Event description:
The customer had one or two patient risks because the cannula would be blunt and would also slip out of the vein. The customer gave me the following feedback. Blunt cannula. Long waiting time until the blood can be seen during the puncture. Pushing the vein forward doesn't work properly. When there is negative pressure, it pops out of the body. I will still receive a report from ms. Petricevic, but not the official one because it contains patient data. I will pick up the samples from the customer on march 20th. During use.

Manufacturer narrative:
Edits to patient coding.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l catheter backs out of vein. The following information was provided by the initial reporter: the customer had one or two patient risks because the cannula would be blunt and would also slip out of the vein. The customer gave me the following feedback. - blunt cannula. - long waiting time until the blood can be seen during the puncture. - pushing the vein forward doesn't work properly. - when there is negative pressure, it pops out of the body. I will still receive a report from ms. Petricevic, but not the official one because it contains patient data. I will pick up the samples from the customer on march 20th. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The customer had one or two patient risks because the cannula would be blunt and would also slip out of the vein. The customer gave me the following feedback. Blunt cannula, long waiting time until the blood can be seen during the puncture. Pushing the vein forward doesn't work properly. When there is negative pressure, it pops out of the body. I will still receive a report from (B)(6), but not the official one because it contains patient data. I will pick up the samples from the customer on march 20th. During use.

Manufacturer narrative:
50 representative samples passed the visual inspection. Among these samples, 10 successfully passed the indication time test (flashback) while the remaining 10 samples passed the penetration test. No abnormality was observed. Without an actual sample or photo provided, it is impossible to ascertain the specific defect impacting the customer's experience. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.